Event description:
Procedure type: laparoscopic nephrectomy. According to the reporter: during the case, the balloon was burst after a few pumps. A new instrument was used to complete the procedure. No bleeding. Nothing fell into the pt cavity. No tissue damaged. Not extended more than 30 minutes. No pt info available. No pt injury was reported.

Manufacturer narrative:
(B)(4). Date initial report sent: (B)(6) 2010.